Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead through the remote monitoring system. Additional information was received confirming that revision was not required since a lead/connection issue was not suspected and all other measurements were within range. Monitoring through the remote monitoring system will be continued. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.